Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted and the pump does not keep the customer's blood glucose down (value not provided). Customer declined to provide further information and declined follow up from tandem technical support.